Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was observed to continue dripping from the infusion set tubing during the load fill tubing sequence after the fill sequence had been stopped. Customer's blood glucose level was 400 mg/dl. An infusion set change was performed resolving the issue.